Manufacturer narrative:
(B)(4). Manufacturing date -- january 13, 2016 ¿ january 14, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined with no signs of abnormality. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.